Event description:
A malfunction on the pump was reported by the caller. There was no reported impact to the customer¿s blood glucose level. Technical support provided pump reset information and assisted with resetting the pump, after which the malfunction code did not recur. The customer may continue to use the pump and was instructed to call back if any malfunction code recurs.